Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter inaccuracy began. The patient claimed obtaining a result of "51 mg/dl" with the subject meter but was unable to confirm the result obtained on the laboratory device. The tests were performed within 10 minutes of each other. The results may not have met lifescan's accuracy criteria. During the call, the patient informed the csr that she manages her diabetes with oral medication (glyburide) and claimed her prescription for glyburide was changed by her heath care professional several times due to the alleged issue. The patient reported that on an unspecified date and time prior to when the alleged issue began she developed symptoms of feeling "shaky, sweaty, dizzy, thirsty, almost fainting and blurry vision". It was not specified if the patient received any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient was testing with test strips that had been stored correctly and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.